Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms or pump error 82 were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. Customer got pump error alarm during the self test. Customer also receive another pump error alarm and customer was able to clear the alarm and rewind didn't occur. Assisted with performing displacement test which was passed. Customer states the insulin pump was not dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.